Event description:
A customer reported that the receiver mechanism in the system would not latch the cassette before surgery. The pt had received peribulbar anesthesia. The procedure was canceled and there was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the receiver mechanism assembly to address the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).